Event description:
It was reported an angio-seal device was successfully deployed in 2003. The pt reportedly presented with secondary hemorrhage in 2003. The pt underwent surgery to repair the common femoral artery six days later. The collagen was noted to be superficial to the artery.